Event description:
It was reported that the customer was in the emergency room due to ketones and high blood glucose of 286mg/dl. It was stated that the customer was vomiting prior to his admission. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found a failed battery test alarm. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.